Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed radio frequency failure. The customer's blood glucose reading was 68 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed a64 during self-test due to faulty component on the radio frequency board; unable to complete functional testing due to a64 alarm. However, all operating currents are within specification and passed a21 error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No unexpected low battery or off no power alarms noted. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.